Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor observed a leak at the level of the plunger of the syringe low resistance. This was found prior to use.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. The customer reported the lor syringe was leaking. The customer returned one plastic 10ml lor syringe. The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 04, section 7.2-leakage. Water was aspirated into the syringe to the 8ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. Water was removed from the syringe to the 2ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. The reported complaint of a leak from the lor syringe could not be confirmed based on the sample received. The returned sample passed a functional leak test. A device history record review could not be performed as a lot number was not provided by the customer. There were no functional issues found with the returned sample.

Event description:
It was reported that the doctor observed a leak at the level of the plunger of the syringe low resistance. This was found prior to use.